Manufacturer narrative:
(B)(6). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During the procedure, while using a medtronic footswitch to activate the device, the surgeon released the footswitch pedal and the device continued to deliver rf energy for 3-4 seconds. There was no unintended tissue damage to the patient. This is the first of 2 cases reported at this facility.

Manufacturer narrative:
Product analysis #216740646:brief description of complaint: the surgeon identified that there was a delay when deactivating the device. When the footswitch pedal was released, the device remained active, with energy delivered for three to four seconds. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: pulsar® wireless footswitch ¿ product number: ps100-200 ¿ lot number: l2697380005-rxx0 ¿ expiration date: n/a ¿ quantity returned: 1 testing performed: visual inspection: ¿ device packaging inspection: ¿ one returned pulsar® wireless footswitch and receiver were received inside a cardboard box not within biohazard bags with paper and bubble wrap to fill the negative space. ¿ both the footswitch and the receiver have labels identifying the lot number; the device information was confirmed against the information listed within gch from the labels. ¿ mae commercial shipping invoice included. ¿ device visual inspection: ¿ the footswitch and receiver are used with dust, dirt and scuff marks in the foot pedal areas and on the footswitch. ¿ all components appear in place, intact with no damage. ¿ the device utilized in the case was not returned for complaint investigation. ¿ there are no visual signs that relate to the reported complaint description. Functional inspection: ¿ because the device utilized in the case was not returned for complaint investigation a test device was utilized to challenge the operation of the footswitch and receiver. Device name: plasmablade¿ 3.0s - lot number: 0210837881 - expiration date: 28-feb-2019 ¿ the plasmablade¿ 3.0s device was connected to the complaint lab pulsar® generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. ¿ the device was activated twenty-five times in succession on both cut and coag modes with no failures to activate the device upon depression of the buttons. ¿ the device was tested for functionality via activation in grounded saline producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator were representative of normal operation. ¿ the pulsar® receiver was plugged into the complaint lab pulsar® generator. The power on indicator illuminated green which indicates the unit is powered. ¿ the pulsar® footswitch pedals were activated: the yellow cut pedal showed a white light illumination on the left side of the receiver. The blue coag pedal showed white light illumination on the right side of the receiver. ¿ the device was activated twenty-five times in succession on both cut and coag modes with no failures to activate the device upon depression of the foot pedals. ¿ the device was tested for functionality via activation in grounded saline producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator were representative of normal operation. The device was then allowed to remain in the saline filled tray while being activated; the foot pedal was then released and functioned as intended. There was no indication of device activation as there was no plasma field observed at the electrode and there was no sound or function heard coming from the generator, confirming the device did not remain activated and no rf energy was being delivered. Lhr review: a review of the lhr for lot # 0210837881 revealed there were no problems during manufacturing that can be associated with the reported complaint description. A review of the lhr for the pulsar® wireless footswitch is not applicable because it is an off the shelf component manufactured by l inemaster switch corporation. Investigation conclusion: complaint not confirmed: the reported issue contained within gch was not duplicated in the laboratory environment. The footswitch and receiver function as intended with no failures. This complaint will be tracked and trended within gch. Reference documents: ¿ 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices ¿ lbl-00098 rev. C ¿ pulsar® wireless footswitch operators manual ¿ 31-10-1369 rev. J - product specification and quality plan - plasmablade¿ 3.0 ¿ 70-10-1452 rev. B - peak plasmablade® 3.0s - locking mechanism ¿ IFU ¿ 70-10-1433 rev. B ¿ pulsar® generator operator¿s manual ¿ 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # eqp - name - manufacturer 6793 pulsar® I - generator 7058 eeprom bypass connector.

Event description:
During the procedure, while using a medtronic footswitch to activate the device, the surgeon released the footswitch pedal and the device continued to deliver rf energy for 3-4 seconds. There was no unintended tissue damage to the patient. This is the first of 2 cases reported at this facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.